Event description:
The customer reports the device freezes (device locks up) during operational check.

Manufacturer narrative:
(B)(4). Philips bench evaluated the device and confirmed the reported problem. The processor pca was replaced to resolve the problem. We will consider this a malfunction of the processor pca that caused the device to freeze (lockup).